Event description:
A sales representative for a medical distribution center, was demonstrating the use of the microlet2 lancing device for diabetic patients. He was attempting to help a patient remove a used lancet from the device, when he received an accidental needlestick. The customer did not provide any more information about the incident. No product will be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.